Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a post operation check. During follow up, an abnormal rhythm was noted. Upon device interrogation, the right atrial lead detected ventricular events. Dislodgement was suspected and confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable throughout.